Event description:
Clinical study. Same case as #6000089-2005-0436. 253 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated was a 2.5mm 99% stenosed 1st obtuse marginal (1st ob marg). The lesion being treated was predilated. Then the physician placed a taxus express2 8.8% 2.50x24mm drug eluting stent in the 1st ob marg. And the lesion was failed brachytherapy. The next lesion being treated was a 3.50mm 80% stenosed mid left anterior descending (mid lad) artery. The lesion was not predilated. Then the physician placed a taxus express2 8.8% 2.75x32mm drug eluting stent in the mid lad. The pt was discharged on the next day on plavix and aspirin. It was reproted to the facility, by the pts spouse, that in about 9 months later the pt expired of a massive myocardial infarction. There was no autopsy report available.